Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 302 mg/dl. During troubleshooting, customer was assisted in pushing insulin through with plunger and 5.0 unit manual prime. Insulin did exit with plunger. Customer was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump and to call back should no delivery persist. Customer's mother requested for insulin pump to be replaced.